Manufacturer narrative:
Age of device: 4 years, 4 months, 27 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that patient was admitted on (B)(6) 2018 due to elevated lactate dehydrogenase (ldh). Patient has a history of stroke and elevated ldh (1140 u/l). Echo was performed on (B)(6) 2018 with no significant findings. Patient was treated with IV heparin as patient's ldh continued to trend up outpatient despite tri-therapy on acetylsalicylic acid (aspirin),plavix, coumadin and lovenox bridge. Ldh trended down with heparin therapy. Patient's length of stay was extended due to limited options of outpatient placement, as well as limited home resources. Palliative care and hospice were consulted. Patient and family decided to proceed with at home hospice. Patient was discharged home with hospice on (B)(6) 2018. Patient expired on (B)(6) 2018 at home on hospice. Device was not explanted hence will not be returned for evaluation. No further information was provided.

Manufacturer narrative:
It is unknown if the device was explanted from the patient after expiration; however, it was reported that the device will not be available to be returned to the manufacturer for analysis. Manufacturer's investigation conclusion: a direct correlation between heartmate 2 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The account communicated that the patient is a remote hm2 lvad patient with remote history of cva ((B)(4)) and elevated ldh ((B)(4)). The patient¿s ldh had continued to trend upwards after discharge despite tri-therapy on asa, coumadin, and lovenox bridge. The patient was admitted on (B)(6) 2018 for treatment of elevated ldh (1149) with heparin. According to the account, the patient did not have hemolysis. Ldh trended down with heparin treatment. The patient was discharged home with hospice on (B)(6) 2018. The patient ultimately expired on (B)(6) 2018 due to multisystem organ failure. No product is available for investigation. The heartmate ii lvas IFU lists hemolysis and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.